Manufacturer narrative:
(B)(4). If there was a recurrence of a wheel/caster falling off of the device, it could lead to the device falling over and hitting a pt or staff member, which could cause a serious injury. Additionally, if a wheel/caster were to fall off of the device, and the device falls and disconnects an arterial catheter (measuring invasive blood pressure) from a pt, medical intervention would be necessary to preclude impairment. The biomed at the user facility informed the device MFR that they reinstalled the wheel/caster using the original parts and have had no issues with it since they made this repair. The device MFR is still investigating this event and will file a final report upon completion of the investigation.

Event description:
The user claimed that the front caster/wheel became detached from the device. There was no reported pt or user impact.